Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was reported that the patient was not hospitalized prior to death and passed away at home. It was unknown if the patient was performing therapy at the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.